Event description:
Reporter indicated that she was experiencing hoarseness postoperatively. She went to see an ent, who did video monitoring of her vocal cords and found that her left vocal cord had been paralyzed. At the time of this report, the vns was not programmed on. No trauma to the vagus nerve was reported by the implanting surgeon to have occurred during surgery. All attempts for more info were unsuccessful.